Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. No record of any patient incident involving the pump.